Event description:
Ous MDR - it was reported that about 25 months after the implantation oversensing on both ventricular and atrial leads and pacing inhibition were observed. No adverse patient side effects were reported.

Manufacturer narrative:
The leads are currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.